Event description:
On (B)(6) 2015, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt261416j/13258037) to repair an abdominal aortic aneurysm. Trank-ipsilateral leg (pxc161000j/11970031) was implanted just above bifurcation of right external iliac artery and right internal iliac artery. The procedure was finished. It was reported that the physician suspected trank-ipsilateral leg occlusion and some thrombosis around bifurcation of right external iliac artery and right internal iliac artery on the same day. Some thrombosis at right eia was retrieved, but remaining thrombosis could not be retrieved because fogarty catheter could not advance through the edge of pxc161000j. An f-f bypass was performed to restore blood flow. The patient was tolerated the procedure. No further information is available. The physician commented that there was a tortuosity around bifurcation of right eia and iia which might lead to forming thrombosis. Fsa on the procedure confirmed common iliac artery and common femoral artery were severely calcified. (B)(6).

Manufacturer narrative:
Changed from 'malfunction' to 'serious injury' on type of reportable event.

Manufacturer narrative:
The review of the manufacturing paperwork verified that these lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.